Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of the event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided . Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that the implant at tooth site #36 was removed on (B)(6) 2019 because of a implant fracture. Doctor reported that patient is a heavy smoker.